Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient (pt) said they are a nurse and notices everything with their head, for a long time they've had episodes and think the episodes happen because bluetooth affects their dbs: they noticed episodes of slowing down and their speech not correct. Pt said after a car accident in december, their car was replaced with a brand new 2024, all computerized subaru, and the episodes of slowing down and speech not correct, because of bluetooth, was noticed, until they turned off all the computerized screens and features in their brand new car and after that, those symptoms were resolved.